Event description:
A nurse reported there was no aiming beam and very low power was received during a procedure. Following a delay of over 15 minutes, the "fiber" was switched out and the console began working appropriately. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).